Event description:
It was reported that during the implant procedure, physician experienced difficulty while retracting the lead helix. Lead also exhibited high impedance and insulation anomaly. Lead was not used and was replaced. Patient was stable.

Event description:
New information received notes that during the implant, lead helix failed to retract after placement in the heart. The lead impedance was also high.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.